Event description:
Rod slipped out of an s1 mesa screw in an l3-s1 construct approximately 1 week post-op. Pt was revised approximately 1 month post-op.

Manufacturer narrative:
The intra-op and immediate post-op x-rays were reviewed and the explants evaluated. From examination of the markings on the rod and the radiographic images provided, it was established that the rod was cut too short, and not implanted with the 5mm overhang recommended in the surgical technique, thereby resulting in the rod slip which occurred approximately 1 week post-op.